Event description:
A nurse reported that during surgery, a system message was displayed indicating that irrigation and extraction functions were disabled. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
A sample has been returned, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).